Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Company representative reported via e-mail he called the customer and the customer stated that the insulin pump had unexplained no delivery alarms and frequent battery changes which leads to sudden power down and loss of settings. Blood glucose value is unknown. Troubleshooting was not performed. The device will not be returned for analysis.